Manufacturer narrative:
The initial report had the incorrect information related to blood glucose level. The correct information has been provided with this report.

Event description:
It was reported that customer's blood glucose level was low 400 mg/dl to high 300 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized in intensive care unit due high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with the blood glucose level of high 400 mg/dl that went to low as 300 mg/dl. Customer experienced symptom such as vomiting. Customer was treated with insulin drip and manual injections in hospital. Customer was not using auto mode of insulin pump. The insulin pump will not be returned for analysis.